Event description:
The customer reported that the device was displaying an error code 1104. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the service engineer (se) advised the customer that per the service guide (rev. P), when the backup audible alarm test fails, the alarms normally annunciate by the backup audio device use the primary speakers. It was recommended to replace the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, power management (pm) pcba. The se advised the customer to try swapping the mc and pm with a known good device in order to see if either part was the cause or rule them out. The remote service engineer (rse) then advised that if neither part resolves the issue, to order a cpu. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with guidance on how to resolve the issue; however, it could not be confirmed if the customer was able to resolve the issue following the steps that were provided. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.